Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. The returned sureform 60 stapler instrument was analyzed and found the primary failure was related to the customer reported complaint. The stapler was found to have initialization failure during the in-house testing. The stapler was placed on the in-house system and failed calibration at 30%. The stapler failed initialization during multiple attempts. The I-beam was unable to be manually driven out for visual inspection. Instead, the welded cover was removed for visual inspection. A review of logs showed no recognition or engagement failures. The returned stapler sureform 60 instrument will be transferred to the engineering team for further investigation. Additional observations that were not reported by the customer: upon inspection, the welded cover was removed and was found with lodge staples in the clamp ramp location. The stapler was retested but continued to fail initialization. The root cause of lodged component is attributed to a component failure. Instrument could not be retested in further investigation, as the stapler jaws could not open wide enough to insert a reload for testing on the system. During visual inspection, housing was removed, and I-beam was unable to be manually extended or retracted at all. Stapler anvil and channel were removed in order to better visualize the I-beam and I-beam path. When the anvil was removed, the anvil side shoe of the I-beam was angled up towards the anvil and was not flush with the wrist assembly. Upon closer inspection, a lodged staple was observed to be pushing up on the anvil side shoe from underneath it. The staple was caught between the anvil and the wrist assembly. Attempted removal of the staple and was able to retrieve a fragment of the lodged staple. However, a fragment of the staple could not be removed, and remains lodged, preventing forward movement of the I-beam. It is likely that the staple become lodged under the I-beam anvil side show during a previously fire, resulting in initialization failures later in the procedure. The lodged staple increases the resistance detected during the initialization sequence, causing it to fail. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) investigation confirmed the reported issue that the sureform 60 stapler instrument failed initialization. Fa findings also found a lodged staple was observed to be pushing up on the anvil side shoe from underneath it. This lodged staple increases the resistance detected during the initialization sequence, causing it to fail. Functional testing failed unclamp and the I-beam assembly was jammed. Medical intervention may be required, in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument failed engagement test. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.